Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional devices referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report mitral stenosis. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted that the mr was caused by annular dilatation. Two clips (00410u169 and 00410u109) were successfully implanted, reducing mr to a grade of 1. On (B)(6) 2020, the patient presented to the hospital with severe pulmonary edema. Transthoracic echocardiography (tte) showed that mr had increased to a grade of 3 and a left to right atrial shunt was present. On (B)(6) 2020, an additional tte was performed and showed that both clips were stable on the leaflets. At this time, it was also noted that the patient had developed right sided heart failure, increased left atrial pressure and the annular dilatation had worsened. It was noted that the patient diuretics weren't well controlled which led to an overload of volume. Later that day, the patient underwent a second mitraclip procedure to treat mr with a grade of 3. It was noted that prior to the procedure, the mean pressure gradient was 5mmhg. One clip (00401u113) was implanted, reducing mr to a grade of 1. A closured device was then implanted to treat the left to right shunt. However, after the procedure, it was noted that the patients mean pressure gradient increased to 7mmhg. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information provided the reported mitral stenosis is the result of procedural conditions. The mitral stenosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.